Event description:
It was reported that the ilet user announced a meal without eating to deliver insulin as a corrective action to lower blood glucose, and education was provided advising the user not to use meal announcements for correction. Symptoms included hyperglycemia peaking at 339 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.